Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and motion sensor test failure alarm due to motor error alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor position encoder error alarm on the insulin pump while they were sleeping. All their settings were erased. They also received a motion sensor test failure alarm. The customer¿s blood glucose level was 118 mg/dl. The customer stated they had gotten into a hot tub the night before, and they did not realize they still had the insulin pump on. It was about 4 minutes before they realized they had the insulin pump on. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.